Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer spoke to the robotics coordinator who informed the issue was caused by user error. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instruments on patient side manipulator (psm) 1 were moving in the opposite direction of the surgeon's commands. The intuitive tech support engineer (tse) explained that the issue was likely due to the drape, poor seating of the sterile adapter, or an issue with the psm pogo pins. The psm was still draped, so the customer could not check the psm at the time. The procedure was reportedly being completed as planned, with no reports of patient injury.